Manufacturer narrative:
The liberty cycler was returned for evaluation; no non-conformities were found. The unit passed all tests during simulated treatment testing and met specifications. There was no indication of an equipment failure. A batch record review was conducted and confirmed there were no deviations or non-conformances. Product labeling, material, and process controls were found to be within specifications. The clinical investigation indicated there was no diagnosis of peritonitis. The device created an alarm/message, as designed, to alert the user of a potential problem. The patient was seen in the emergency department for cloudy effluent, given antibiotics prophylactically and discharged home. The fmc pharmacovigilance physician concludes the peritoneal fluid wbc of 4/ul four days after a potential break in technique is inconsistent with the diagnosis of peritonitis. The patients cloudy effluent was likely related to the presence of fibrin. This is a retrospective MDR being submitted by fresenius medical care as a remediation action committed to FDA regarding all potential adverse events received between 21 march 2011 to 11 march 2013.

Event description:
The patient/user of the fmc dialysis device called tech support regarding alarms during treatment. She added that she missed her treatment on the cycler as a result of the alarms, but was able to complete the treatment with manual exchanges. During the call, she mentioned that her drain bag was cloudy and had possible piece of fibrin. Additionally, she said that after doing her manual exchanges, she took her bags and went to the ER; she was prescribed antibiotics and discharged to home.